Event description:
It was reported the pt was removing the catheter at home when he felt resistance. As he continued to try and remove the catheter, it snapped and tore. He went to the surgeon's office and the surgeon was able to pull out the remaining portion of the catheter. No surgical intervention was required. There are no reported pt injuries, complications, or death.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.